Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photo provided. One (1) photo of a shelf carton and shippers for 32gx4mm bd pen needles was provided. Customer reported that the item 320489 was packed in a cas labeled 320122. The photo was reviewed, and it was observed that the shelf carton was from catalog# 320489, and the shipper was for catalog# 320122, indicating a mixed product issue. Sa bddc-20-3896-sa and CAPA 1845943 were raised for this mixed product issue. Unable to perform a DHR review due to an unknown lot number for mixed product.

Event description:
It was reported that the products (320489) package was labeled as 320122. This was discovered prior to use with a bd pn 32g 4mm 5b xtw easyflow la. The following information was provided by the initial reporter: it was reported that the item 320489 was packed in a cas labeled 320122.

Event description:
It was reported that the products (320489) package was labeled as 320122. This was discovered prior to use with a bd pn 32g 4mm 5b xtw easyflow la. The following information was provided by the initial reporter: it was reported that the item 320489 was packed in a cas labeled 320122.

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (bddc-20-3896-fa) for a single lot of the bd ultra-fine¿ pen needles. A small percentage of the product shelf cartons were incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing. The root cause investigation is ongoing and will be documented in CAPA # 1845943.

Manufacturer narrative:
Medical device lot #: 9352052 was reported, which is a lot # for a 320122. Medical device expiration date: 2024-12-31 is expiry for the 320122 lot 9352052. PMA / 510(k)#: the product complaint is for part# 320489 which is not registered in the u.s. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the products (320489) package was labeled as 320122. This was discovered prior to use with a bd pn 32g 4mm 5b xtw easyflow la. The following information was provided by the initial reporter: it was reported that the item 320489 was packed in a cas labeled 320122.